Manufacturer narrative:
(B)(4), results and conclusions: (explant analysis cannot be performed due to infected device).

Event description:
A valiant stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm on an unk date. Aneurysm and vessel morphology were not reported. It was reported that the stent graft was explanted due to an infection of the graft. No further info leading to the explant or clinical sequelae were provided.